Event description:
The 4cm of power glide sheared off in the pts arm. The subq needle sheared the catheter, but they are not sure how. Needle was at the very tip where it should be. Guidewire advanced easily, but while advancing the catheter it started to kink. The broken piece did not embolize and was found just under the skin by xray. The pt was scheduled to have the piece removed by a vascular surgeon. The pt did not have a new device placed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number provided is not for the product that has been implicated.